Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, chemotherapy around time of implant placement, diabetes mellitus, complication in site preparation, inadequate bone quality/quantity, mobility.